Event description:
Reportedly, when reviewing follow up data dated on (B)(6) 2012, it was noticed that egm and markers were not synchronized in a stored a burst episode. In addition, the onset of the arrhythmia was not recorded in this episode. An explanation is required.

Manufacturer narrative:
On (B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.